Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 800 mg/dl. Customer's blood glucose was treated with a manual injection. The customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.